Manufacturer narrative:
A specific root cause could not be identified as the reaction kinetics were not available for further investigation. Based upon information provided, the initial crp result was accompanied by a data flag notifying the user the result was high, outside of the reference range set for the assay. The serum indices for the same sample were flagged with a sample flag, which is triggered by the clot sensor. The sample clot sensor works by comparing the pressure to a known value; if it is exceeded an alarm is issued. In this case an alarm was issued. It seems that the clot causing the alarm stuck to the sample needle and was transported to the cuvette when the crp measurement took place leading to the high initial result. After the clot was removed, the re- runs generated correct results. This assumption could not be confirmed because the reaction kinetics were not available for investigation. No adverse events were reported.

Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. All tests were performed on the same c501 analyzer using serum samples. The patient's initial crp result was 9.9 mg/dl accompanied by a data flag. The initial result was auto-verified by the lis and released to the physician. The customer called the physician and instructed them there might be a problem with the result because the serum indices associated with the test were flagged. The customer advised the physician not to do anything with the crp result until they investigate. The customer repeated the patient's sample and the result was 4.4 mg/dl accompanied by a data flag. This repeat result was auto-verified and released from the laboratory. The customer repeated the sample for a third time and the result was 4.4 mg/dl accompanied by a data flag. The customer believed the repeat result of 4.4 mg/dl to be correct. The patient was not treated based on the erroneous result. There were no adverse affects from this event. The crp reagent lot number was 64881401 and the expiration date was 11/30/2011. The customer declined a service visit.